Event description:
Clinical study. It was reported that 240 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was a 2.6mm, 80% stenosed, 7mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct placement of a 2.75x12mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 2.8mm, 80% stenosed, 8mm long portion of the distal left anteror descending artery. The physician treated the lesion with direct placement of a 2.5x12mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged 2 days later on plavix only. At 240 days post after the initial procedure, the pt was admitted and underwent pci with the placement of on taxus express2 stent in the prox lad. The pt was noted to have had distal edge in-stent restenosis of the previously placed taxus stent. The pt was discharged the next day. The physician assessed the relationship of the event to the taxus stent as unknown. This event was discovered during a routine monitor visit in 02/2007.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.